Manufacturer narrative:
B5: it has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. Claim# (B)(4).

Manufacturer narrative:
D6b: (B)(6) 2024. B5: the lens was explanted. A shorter length lens was later implanted and the problem was resolved. Manufacturer narrative: secondary surgical intervention to remove/replace are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vticmo13.7 implantable collamer lens of -12.5/2.5/031 (sphere/cylinder/axis), was implanted into the left eye (os) of a paitent with pre-existing keratoconus on (B)(6) 2024. Excessive vault was observed. The lens remains implanted. The problem has not resolved. Cause of the event was other with the device not failing to perform as intended. Reportedly, "wrong size chosen." If any additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Correction: b5: the surgeon selected the lens suggested by the icl calculation software. Claim# (B)(4).

Manufacturer narrative:
D6b: 09/11/2024. Claim# (B)(4).

Manufacturer narrative:
D6b: 09/11/2024. Claim# (B)(4).